Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, pump failed the downstream occlusion test was not reproduced. A review of the event history log revealed multiple "downstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. The force sensor and downstream tubing guide will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion part of the test @ 21. 4-24. 6 psi (in the medium setting) on 4 different lines during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.